Event description:
Boston scientific received information that this device delivered eight inappropriate shocks during an episode in which noise was oversensed on a non boston scientific right ventricular lead. Therapy was exhausted on the device as a result of the inappropriate shocks. It was determined the lead had a conductor fracture and insulation breach, resulting in the noise. A procedure was performed to replace the non-boston scientific lead. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service with a new rv lead implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.